Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a difficult guidewire insertion is confirmed but the exact cause remains unknown. One 6 fr powerpicc catheter, one stylet hoop without stylet, one guidewire hoop with a bent guidewire, one dilator without sheath, one introducer needle and additional accessory components were returned for investigation. The product label returned contained lot: reax1652. Use residue was observed on the returned components. The catheter extended up to the 37 cm depth marker. The blue tip straightener was returned separate from the hoop. Bends on the guidewire were present 3 cm and 7 cm from the proximal end of the tubing. The flexible tip was observed to have multiple bends and kinks. The outer diameter of the returned guidewire was measured and found to be within specification. A non-complainant guidewire was passed through both lumens of the catheter and residual biological material was observed to obstruct the path. The use residue was cleared and no additional obstructions were observed. The wire was passed through the introducer needle and dilator. No non-use residue obstructions were observed. Since the evidence of a difficult guidewire insertion was present, the complaint is confirmed; however, the exact cause remains unknown. A lot history review (lhr) of reax1652 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion, it is difficult to advance PICC through wire, (the user felt the PICC tip stuck inside the patient. Then use another PICC to complete). On 03/12/2019 - returned wire is kinked.